Event description:
An integrity test was performed due to declining pt performance. The test showed that the device was functioning according to MFR's specs. A CT scan suggested electrode array migration. Explant/reimplant surgery is yet to be scheduled.